Event description:
Boston scientific received information that the patent with this left ventricular (lv) experienced muscle stimulation. The lv lead was programmed off. Subsequently, the lead was explanted due to high threshold measurements and loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted set screw marks on the terminal pin. There was blood/body fluid noted in the lead lumen. The conductor coil was stretched in the pigtail area. There was sa cosmetic separation noted at the silicone transition. Electrocautery damage was noted on the leads poly insulation. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. The clinical observations could not be confirm with analysis.